Event description:
Procedure type: paraesophageal hernia repair. According to the reporter: the instruments would not load and unload correctly. The needles were also breaking once the needle was loaded into the instrument. No needles fell into the cavity, however. Because of all of the issues that the surgeon and nurses were having with the devices, the surgeon decided to resort to using a needle driver and manually suture the mesh. This added at least one hour to the procedure.